Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she forgot to remove blue cap on two insertion needles after insertion on (B)(6) 2024. The issue occurred prior to pulling back the spring. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1897445 - device 1 of 2. E1: patient country: united states